Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged from its original implanted position. This lv lead was attempted to be implanted, however it would not track into the patient's anatomy successfully. During the procedure this patient's blood pressure dropped and chest compressions were performed, resulting in a prolonged stay in the hospital. The lv lead has been successfully removed and replaced with another lead.